Manufacturer narrative:
H3: pending investigation. D10: 4503197 186-01-54 - integrip cc, cluster 54mm, g2 , 4703914 188-00-05 - wedge plasma s/o sz 5 , 4786120 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. H7: z-1732-2022.

Event description:
As reported, the patient had an initial right tha on (B)(6) 2017. The patient's liner and head were revised on (B)(6) 2023 due to the recall. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Event description:
As reported, the patient had an initial right tha. The patient's liner and head were revised due to the recall. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b5, h6 MDR section codes updated/corrected: a, b, c, d, e, g the most likely cause for the revision reported due to early prosthesis wear in is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions of each to the reported event cannot be determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.